Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer¿s blood glucose level. The pump could not be reset, so the customer was instructed by technical support to switch to a manual insulin delivery method and was provided with a replacement pump due to its warranty status. The customer was guided on how to place the pump in storage mode and instructed to return it using a pre-paid label, which they acknowledged understanding.